Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the emergency room with a complaint of burning sensation from the implantable cardioverter defibrillator (ICD). It was also reported a remote monitor transmission revealed the lead displayed non-sustained ventricular tachycardia episodes and short v-v intervals. The short v-v episodes were noted to be chronically high. A request for additional information was made and it was learned the patient is a quadriplegic and was possibly feeling phantom pains that could not be explained. The ICD system remains in use and no further patient complications have been reported as a result of this event.